Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited an image color tone that was abnormal due to damage to the imaging unit. The image was only magenta or green. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2. (Unmark health professional and user facility). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that irregular color tone (image is only magenta or green) occurred due to damage to the imaging unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. However, a definitive root cause could not be identified. The instruction manual states the inspection method associated with the event in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ olympus will continue to monitor field performance for this device.